Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and would "turn off" when the customer interacted with the pump. Additionally, it was reported that the pump battery was intermittently observed to be depleting rapidly. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.